Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. After the vessel was pre-dilated with a 2.50x15mm non-boston scientific balloon catheter, a 2.50 x 8mm synergy ii drug-eluting stent was advanced for treatment. However, the stent could not cross the lesion and when it was removed, the device was found to be cracked. There were no patient complications reported.